Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and flow testing were performed and no issues or blockages were observed. The set was functionally tested in a cycler machine and subjected to the therapy process and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the last fill line of the homechoice cassette and the last fill bag that led to this alarm. Renal therapy services (rts) guided the patient to disconnect aseptically and to remove the cassette. Rts advised to drain with manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.